Event description:
During evaluation, an additional issue of increased intra peritoneal volume (iipv) event was identified in the patient device logs: (occurrence date (B)(6) 2012 10:55:58 drain vol: 2632 ml during cycle 4). Fill volume is 1500 ml. There was a patient involved, but no patient injury or medical intervention indicated.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be unexpected high ultrafiltration (uf) for therapy compared to other therapies. This issue was confirmed through review of the event history log. The device was sent to service.